Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they continue to have problems with their controller. Caller stated that it's taking an inordinate amount of time to charge the implant, and they have to charge twice a day. Caller added that the paddle sometimes heats up and they can hear a clicking noise when it's locating the device. Caller also noted that sometimes the screen just says, "can't find the device." Caller noted that this last weekend they had such an awful time trying to get it to work correctly that they had to reset the controller multiple times. Caller noted the controller was also flashing and saying it couldn't locate the device multiple times, even after repositioning the recharger. Caller mentioned that the back of the controller has always been a little loose, and sometimes when they press down on the battery, it seems to work better for some reason. Caller stated they've seen numerous messages including one to replace the controller battery (which they already have done not too long ago) and one that said system problem rm06. Caller stated they've exhausted their manufacturer repre sentative (rep) with these issues and finally rep said to just get the controller replaced. Caller noted the recharger has been replaced twice. When asked for event date, caller stated 3 weeks after the implant was put in, they had problems with getting their programming just right and a few weeks later they think the controller issues began. Agent had caller examine the equipment for damage; caller noted no visible damage. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called on (B)(6) 2024 for help on setting up replacement controller. Agent reviewed how to set up and pt was able to connect controller. Patient called back on (B)(6) 2024 and repeated previously documented information. Patient mentioned they were not getting any stimulation at all, and they have been without stimulation for a couple days now. Patient mentioned they did multiple resets of their controller, and they tried to charge their implant today. Agent instructed patient to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Patient noted it was a little hard to plug the recharger in (agent understood patient meant into the controller). Agent walked patient through resetting controller, controller showed battery empty cannot provide stimulation. Recharge your implanted device. Controller showed 100% and implant red. Agent instructed patient to start a charge session, implant recharging with excellent quality. Patient mentioned their implant battery moves around, they can see it stick out of their hip and their implant was poking out. Patient stated they have pretty high settings and was recommended to charge their implant twice a day. Patient noted their healthcare provider (hcp) informed them to gain 20 pounds and patient noted they had gone farther than that. Patient stated they had a problem with their right side and has relief on their left side. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date was asked. It was unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s ; serial#: (B)(6); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the patient (pt) called back stating that they had been talking to manufacturer representative (rep). Pt said that they talked to joey last night and that they had been sending rep pictures of what was going on with the equipment. Pt said that they felt no one believed the issues they were having so they started taking pictures when they had a problem. Pt said that they probably sent rep over 30 pictures. Pt said that they were having the same problems since they were sent the new charger. Pt said that they were sent two new rechargers and a new controller, but they were never sent a new battery pack. Pt said that they received a letter since they were having lots of problems with the device. Pt provided reference # 707304286. Pt said that they received the letter on 1/2/2025 and they filled it out and sent it back. Pt said that they were still having problems and that low battery was coming up all the time. Pt said that hcp did x-rays not that long ago and then again to make sure that the leads/ins had moved. Pt said that hcp said nothing moved. Pt said that if the ins wasn't working, the ins didn't help them. Pt said that system problem rm06 appeared all the time and so they didn't bother calling ps anymore as they would reset the controller. Pt said that also batteries low replace the controller batteries soon appeared. Agent reviewed screen meanings with the pt. Pt said that also battery empty cannot provide stimulation recharge your implanted device would appear. Pt said that sometimes the controller screen would be completely black so they would reset the controller but the issues would start up again. Pt said that they had the stim settings rather high since they had a lot of pain and stuff and so they would charge their ins twice a day due to high therapy settings. Pt said that they would see that stim was off in the morning at times. Pt said that joey was the only rep servicing the area so trying to meet with rep was like pulling teeth. Pt said that hcp had also talked to rep several tim es. Pt said that they thought that the rep was dropping the ball. Pt said that hcp talked to rep almost a month ago and hcp talked to rep again yesterday. Pt said that the rep told them to call mdt so pt thought that the rep wasn't taking care of business. Pt said that they have had to put more effort into their issues than the rep had been. Pt said that they were talking about taking the ins out and putting a non-rechargeable ins in. Agent reviewed differences of rechargeable versus non-rechargeable implants with the pt. Pt said that everything had been refurbished that they had received as far as equipment replacements. Pt wanted all new equipment. Agent reviewed with the pt that new equipment could be requested but not guaranteed. Pt said that during last summer they were at their wa house for over a month and they had poor reception and the equipment went out while they were there and so they were without the ins the entire time they were there. Pt said that they called ps when they got back home and was walked through getting the equipment started back up which took a couple hours, and they ended up being sent replacement equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they met with the pain management physician as recommended by the rep. Patient said physician as well as rep recommended that they get an x-ray to ensure that the internal battery and lead have not moved. Awaiting results from the x-ray. When asked about steps which were taken to resolve the implant movement and stimulation output issue, patient said that per technical support rep, they met with both physician and rep locally. Patient's physician per examination doesnot feel the unit, both the internal charger and leads have not moved. There is some movement in the internal charger but it is not flipping. X-ray was recommended. Patient also mentioned that currently the issue is not resolved as they are awaiting results from the x-ray. Physician is arranging a meeting rep locally. Unfortunately, he is currently only one locally representing medtronic so his time has been limited. Patient weight was 155 lbs. When asked if weight gain/fluctuations were related to the device, patient said somewhat, since when the implant was surgically implanted, her doctor recommended some weight gain so that internal batt ery had adequate pocket to rest in. Additionally, since the unit has not been providing optimum relief because of recharging, controller issues etc, they are unable to be as active as they used to be and having more pain. Consequently more pain medications are being used, resulting in less activities. Also recharging still continues to be problematic as it takes long amount of time to charge. Sometimes controller will have issues, system problem rm06 cannot continue call medtronic, batteries low - replace controller batteries soon, battery empty - cannot provide stimulation, recharge your implanted device and more. These messages continue to be present.

Manufacturer narrative:
H6: patient code e1208 submitted in previous report was inherently submitted. It is not required. Only e2401 is sufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.